Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the 2.7/3.5mm depth gauge 0 to 60mm (part #: 03.133.080, lot #: h888990) was received at us customer quality (cq). Upon visual inspection, it was observed that the tip had broken off and separated into two (2) pieces. Both pieces were received at us cq. No other issues were identified on the device. The image(s) provided were reviewed. Device failure/defect identified? Yes. Dimensional inspection: drawing: specified dimensions: tip od proximal to break. Measured dimensions: tip od proximal to break = conforming. Device used ¿ caliper ca818. Document/specification review: the following document(s) were reviewed: assembly: (current) and rev b (manufactured); needle: (current and manufactured). Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed as the tip of the device had broken off and separated into two (2) pieces. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:03.133.080; synthes lot number: h888990; supplier lot number: n/a; release to warehouse date: 30dec2019; expiration date: n/a; supplier: (B)(4). No ncrs were generated during production.,part #: 03.133.080; synthes lot number: h888990; supplier lot #: h888990; release to warehouse date: 30-dec-2019; supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Customer quality investigation: the 2.7/3.5mm depth gauge 0 to 60mm/ was not returned, and the investigation will be completed based on the supplied image. The image was unclear as it was zoomed in on an undamaged portion of the depth gauge. Since no damage was pictured, the overall complaint was not confirmed. As the instrument was not returned an as received, dimensional, and material review were not applicable. Manufacturing record evaluation a manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. Conclusion: the overall complaint for the product was not confirmed. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that the tip of a depth gauge broke when resetting the tray. The event happened after surgery. There was no patient involvement. This report is for one (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 1 of 1 for (B)(4).